Event description:
It was reported that the customer passed away and was not wearing the insulin pump at time of death. It was stated that the customer was hospitalized for low blood glucose of 60mg/dl. The spouse stated that his death was due to renal failure caused by his diabetes. The caller stated that the customer was disconnected from the insulin pump upon his admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.